Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unknown.

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel dissection occurred requiring surgical intervention. This was a stage limb salvage attempt. The pt had been in the cath lab for intervention the previous week as well. The target was a large, round, 90% stenotic calcification adjacent to the origin of the common femoral artery and next to the sfa/profunda bifurcation. Despite difficulty, the physician successfully fed the wire through the vessel to a point where the tip was parked in the sfa. The 2.25 crown was inserted to a point 2 cm above the target lesion in the sfa. The first run was at medium speed. During the second attempt, the crown appeared to slide to the side of the plaque. It appeared to jump past the plaque and tilted somewhat sideways-to about an 8 o'clock position. The pt complained of pain during the sanding intervention. The physician pulled the green control knob back again and performed a cine which showed a dissection. At this point, the physician called the surgeon and the pt was taken for an emergent cut-down procedure. The surgeon removed the extremely calcified plaque which was approximately half the size of a dime. He then repaired the anterior dissection using the superficial femoral vein. Post-op, the pt had bounding pulses where they had only been doppler-positive pre-op. The pt was reportedly doing fine and was discharged three days later. Additional information has been requested regarding this event.